Event description:
Per the clinic, the patient experienced pain, non-auditory sensations, tinnitus, vertigo and poor device performance with device use. The patient also experienced an infection (site of infection not confirmed). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.